Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 07/23/2020 had an inadvertent entry error of 06/23/2020. Correct date is 06/19/2020. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. Suspect products: no information available. The implant or explant dates are not applicable to this device. Concomitant medical products: no information available. Initial reporter: state/prefecture is (B)(6). The returned device was visually and microscopically inspected. There were bends observed along with a kink at the end of the tip of the distal coil. The probable cause of the reported failure is a kink in the distal coil. Device manipulation, impact and applied pressure associated with use and handling can affect the integrity of the device. Remedial action/correction #: do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. The customer reported during a planned therapeutic coronary procedure, the device became stuck and could not be retrieved. The device was shaped and went into a narrow branch before reaching the target lesion (right coronary artery) for diagnosis. The tip of the device became stuck. A microcatheter was inserted over the manufacturer's device allowing it to be released and retrieved. The tip unravel slightly after retrieval. A second of the manufacturer¿s same device was used to complete the procedure. This adverse event is being submitted because additional intervention was required to remove the manufacturer's device.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
This adverse event and product problem is being submitted because additional intervention was required to remove the manufacturer's device.

Manufacturer narrative:
Block g: the supplemental follow-up #1 submitted 03/7/2021 had an inadvertent entry error of 02/05/2020. Correct date is 06/19/2020.